Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record revealed nothing relevant to this event. The old tubing was not returned so new tubing and pump combination were tested at varying pressures but the pump performed as expected without any errors and or alarms. No leaks or faults observed. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient suffered a superior capsule rupture and major distention in leg from calf to his groin during a basic knee scope procedure. Within a few seconds of the scope being inserted into the knee, the flow spiked to 1600 even though the pressure was set at 35, rupturing the capsule. Pump outflow was not used, only gravity or suction was used (no alarms sounded).tubing chamber was full of fluid, the bladder was not completely collapsed. Case was completed after new tubing and pump were connected. Original tubing was discarded. The patient stayed in the hospital for a few hours, but did not require an overnight stay.